Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient had "an episode and passed out". They further reported that the emergency medical technician (emt) "was not picking anything up from the implantable pulse generator (ipg)". The ipg remains in use. No further patient complications have been reported as a result of this event.